Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the customer had some issues with the patient controlled analgesia pump module buttons not functioning properly. The buttons are not lighting up even with reprogramming, restarting and replacing the equipment. There was no harm to the patient.